Event description:
It was reported that the patient underwent left hip revision surgery due to liner dislocation. The patient has an extensive revision history. The patient abductors, soft tissue, and muscle attachment around the acetabulum are non-existent. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is combined initial and final. D10: unknown ossis acetabular component; lot# unknown. Unknown femoral head; lot# unknown. Unknown femoral stem; lot# unknown. G2 ¿ foreign ¿ australia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed. The review identified the stikers of the products implanted during the revision surgery. A definitive root cause could not be determined. The most likely cause of the reported event could be attributed to the patient's condition as per the surgeon: the patient is an addict, and consequently dislocates with no memory relatively often. Because of this, the patient's abductors, soft tissue and muscle attachment around the acetabulum are non-existent. This is what the surgeon believes is the issues and cause of the ossis implant dislocations, the cup angles the surgeon managed to produce was what was planned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.